Manufacturer narrative:
Result: damaged timing link and carriage assembly.

Event description:
It was reported by service report that the head right siderail would not latch. It is unk if there was pt involvement or adverse consequences to report.